Event description:
Boston scientific received information that this local representative contacted technical support to report that this patient, with end-stage renal disease, experienced asystole and syncope. A review of the stored electrograms identified wide complex intrinsic r-waves that are sensed as fast beats associated with tachycardia therapy delivery and captured biventricular paced complexes in other. Ts discussed the possibility of a true ventricular arrhythmia versus double-counting of the r-wave. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.